Event description:
It was reported that customer observed air bubbles or gaps in tandem mobi cartridge during load sequence and tubing fill, with bubbles described as being about size of small candy pieces. There was no adverse impact to the customer¿s blood glucose level. Customer was not experiencing issue at time of call because customer changed cartridge on previous day and then resumed insulin delivery, and no additional actions were documented.